Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to remove medication from the cabinet. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was logged off and user timed out. A technical support specialist (tss) identified via remote support service (rss) that the station¿s c drive (primary system drive) utilization was critically high at approximately 99%. After obtaining permission to take the station offline, the tss accessed the system and confirmed that less than 500 megabytes (mb) of free space remained on the c drive. An analysis using space sniffer (disk space analysis tool) revealed that structured query language (sql) dump files were consuming most of the disk space; these files were deleted, freeing more than 18 gigabytes (gb) of space. The tss then reviewed the data synchronization (data sync) logs and the medication application (med app) debug logs, and ran a database consistency check (dbcc), which showed no repair messages and confirmed that the database was not initially in suspect mode. While monitoring the station via bomgar (remote access support tool), the application encountered a fatal error exception. The station was taken down again, and med app debug logs showed the system was unable to connect to the database. Attempts to restart the sql server services resulted in repeated central processing unit (cpu) spikes to 100% utilization, with sql server services consuming most system resources. Ending and restarting the services multiple times resulted in the same cpu spike behavior. No retry activity was observed in the data sync logs. After another sql service restart, the database appeared in emergency mode. The tss stopped the bd data synchronization and bd maintenance services and ran database query which returned no repair results. Attempts to back up the database failed due to emergency mode and attempts to delete the database and repair the med app were unsuccessful. The database files were then moved to a temporary folder, after which the repair operation completed successfully. Once a new database was created, the tss followed knowledge article (ka) proper data sync procedure & how to place new db in es station to attach and encrypt the database, performed a full station synchronization, and confirmed via task manager that cpu utilization had returned to normal with no further spikes. The station was rebooted and verified with the customer, confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.